Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B) (6) 2009. It ws reported that on (B) (6) 2009 while the pt was using the telephone, she noticed the stimulation from her ipg ceased. The ipg would also not communicate with her programmer or charger. The physician explanted and replaced the ipg in (B) (6) 2009. Follow-up on the pt found that there have been no further issues reported.